Event description:
It was reported that right ventricular (rv) and right atrial (ra) leads were pulled back and twisted around the can due to twiddler syndrome. No capture and no sensing were also noted on both leads. X-ray examination confirmed lead dislodgement on both leads. Both leads were explanted and replaced. The patient was discharged.